Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records was not provided. The x-rays and medical records were requested, but no provided. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt complained of pain and instability."